Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119007.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics indicated that one of the octrode leads had low impedances. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead had caused the issue.

Manufacturer narrative:
Corrected data: the investigation conclusion code has been corrected to 4315 - cause not established.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the right lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised" there may be a problem with the implanted leads & "generator unavailable" while attempting to set ipg to MRI mode was reported to abbott. Patient was unable to enter into MRI mode due to low impedance. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.